Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. Device was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with unknown blood glucose of 400 mg/dl at the time of the incident. The customer was at 130 mg/dl at the time of the call. The customer used manual injections treat. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The auto mode on the insulin pump was probably not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and no further information was provided. The customer also reported a transmitter charger issue. The insulin pump will not be returned for analysis.